Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stents: xience v 3.0x12, xience v 3.0x8. The hi- torque balance middleweight guide wire is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and on the shaft, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers. There was one bent middle strut and one bent proximal strut on the stent implant, confirming the reported stent damage. The tip length and distal and proximal stent outer diameters were measured and met manufacturing criteria. The middle measurements could not be measured due to the damage noted. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The reported resistance was unable to be confirmed as the stent delivery system (sds) was advanced through a new 6fr guiding catheter and then removed with no resistance noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. It is likely that the stent caught on the tip of the guiding catheter, damaging the strut, and contributing to the difficulty removing the sds through the guiding catheter. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for failure to advance, stent damage, or difficult to remove for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that during the procedure in the 99% stenosed left circumflex artery (lcx), a balance middleweight universall ii guide wire was advanced, followed by a non-abbott dilatation catheter. Pre-dilatation of the artery was performed followed by intravascular ultrasound (ivus). Xience v 3.0x12 and xience v 3.0x8 stents were deployed in the proximal to mid lcx. Post dilatation was performed at 10 atmospheres using a non-abbott balloon. During removal of the dilatation catheter, strong resistance was felt between the balance middleweight universal ii guide wire and the dilatation catheter; therefore, the devices were removed as a single unit. Recoil had occurred in the distal lcx due to the condition of the vessel; therefore, an attempt was made to advance a 2.25x12 mini vision stent system over an unspecified guide wire. The stent system could not cross the left main to the lcx. The stent system was withdrawn and resistance was felt between the guide catheter and the stent system. Outside of the anatomy, it was noted that the stent strut was damaged. Two non-abbott guide wires were advanced to the lcx and a new mini vision 2.25x15 stent system was advanced successfully to treat the distal lcx. There was no adverse patient effect or reported significant clinical delay. Though requested, no additional information was provided.